Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient. Low test results.

Manufacturer narrative:
An abbott field service engineer visited the customer site and replaced the entire integrated chip technology (ict) aspiration pump, which includes the aspiration valve. The customer's complaint history does not include a recurrence of ict related issues since the ict aspiration pump was replaced. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108, january, 2010) and the ict sample diluent package insert (304465/ r1, october 2009) both contain information to address the customer's current issue. Based on the available information and this evaluation, a product deficiency was not identified. Review of complaint tracking and trending; field service intervention.

Event description:
The customer states that one patient's initial architect c8000 sodium assay result of 102 mmol/l and potassium result of 2.9 mmol/l were reported from the lab. The patient was stared on IV fluids for the low sodium result. The sample retested with a sodium retested at 116 mmol/l (results from architect c8000 sn: c801683). This same sample was then tested on the architect c8000 analyzer, sn: c801423, about one hour later with sodium results of 138/137/138 mmol/l and potassium results of 4.3/4.9 mmol/l. The IV fluids were discontinued. A new sample taken the following day generated a sodium result of 137 mmol/l and a potassium result of 4.9 mmol/l. Controls were within specifications at the time of the above runs; however, all controls did go out of specifications about three hours later on sn c801683. There was no negative impact to the patient due to the IV treatment. No further impact to patient management was reported. A service call was initiated.